Event description:
Pt reported the infusion device displayed a w1 low cartridge warning on (B)(6) 2011 at 3:32 p.m. Pt went to bed without changing the cartridge and woke the next norming with a blood glucose level of 12.2 mmol/l (219.6 mg/dl) and a dry mouth. Pt's last blood glucose reading before the event was 5.9 mmol/l (106.2 mg/dl). The cartridge was empty and the infusion device did not properly display an e1 cartridge empty error. Pt checked the quick info screen, which read 0 units remaining, and verified the alarm history. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.